Manufacturer narrative:
(B)(4). On the (B)(6) 2017 the patient underwent a stress test with ischemic positivity. A coronary coherence tomography scan showed an occlusion in the circumflex. On the (B)(6) 2017 coronary analysis showed an absence of new lesions on the coronary tree. No critical re-stenosis in the stent/scaffold tracts, only mild hyperplasia within the absorb gt1 scaffold. The patient was discharged on dapt. Around the (B)(6) 2017 the patient underwent angiography and only a little recoil was identified around the absorb gt1, therefore, it was decided not to treat the patient in any way. On (B)(6) 2017 the patient presented with a st-elevated myocardial infarction and subsequently in-scaffold thrombosis was identified within the absorb gt1. The patient was treated at (B)(6) hospital with a non-abbott drug eluting stent. The patient was still under treatment with dapt from the index procedure and was confirmed to have been compliant with their dapt. Post treatment of the thrombosis, the patient was placed on plavix because ticagrelor caused bradycardia. The final patient outcome was good. No additional information was provided. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported difficulty to deploy (recoil) and patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.the unk xience stent is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a heart attack, timi flow 0 and blood clot on the (B)(6) 2016. The procedure was to treat a lesion located in the right coronary artery (rca). No vessel sizing was performed. The lesion was prepped using 2.5 x 15 mm and 3.0 x 15mm non-abbott balloons, with the residual stenosis reduced to less than 40%. A 3.0x23mm absorb gt1 was implanted and post-dilated. The final angiographic residual stenosis was less than 10%. No imaging was used to confirm that the scaffold was fully apposed to the vessel wall. The patient was discharged on dual anti-platelet therapy (dapt) consisting of aspirin 100 and effient 10 mg for 12 months. On the (B)(6) 2016 percutaneous transluminal coronary angioplasty was completed with the implantation of an unspecified xience in the left main and an unspecified xience in the mid left anterior descending (lad) artery. The procedure was completed with a drug-coated balloon in the distal lad. On the (B)(6) 2016, the patient experienced unstable angina due to subocclusive stenosis in the proximal to mid lad. A non-abbott stent was implanted overlapping the previous xience. The patient was discharged on aspirin 100 and plavix 75 mg.